Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 smallbore 6 inch ext vlv were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e . Batch/ lot #: 20126089. Does not flush x3 today.